Event description:
Reference MFR. Report number: 3006705815-2019-02087, 1627487-2019-06507. It was reported the patient experienced inadequate stimulation with their scs system. As a result, surgical intervention was undertaken wherein the entire system was explanted.

Event description:
Reference MFR. Report number: 3006705815-2019-02087, 1627487-2019-06507.